Event description:
The device could not be inserted deeply enough in the patient's femoral canal. The broken piece still remains in the patient's body. The surgery was extended by 30 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.